Event description:
Boston scientific received information via the patient's remote monitoring system that this implantable cardioverter defibrillator (ICD) along with right ventricular (rv) lead exhibited low out-of-range (oor) shock impedance. The value appeared to be 0 ohms. Additional information obtained from field representative that clinic will continue monitor patient and look for a trend. The cause of low oor impedance was not yet determined. The rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.